Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible for the unknown lot code(s). Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. (B)(4) has been undertaken to investigate further. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
UDI: unavailable. Follow-up with the complainant has been conducted for the catalog number and lot number and this information is unavailable. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address pain and loosening. Loosening occurred at the cement to implant interface. Cement manufacturer by depuy.

Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Event description:
Patient was revised to address pain and loosening. Loosening occurred at the cement to implant interface. Cement manufacturer by depuy. Doi: (B)(6) 2013 - dor: (B)(6) 2016 (unk knee) (B)(6) 2018 medical records received. Medical records reviewed 06/25/2018. After review of the medical records for MDR reportability, in addition to what was previously reported, the patient was revised to also address pain. An updated doi of (B)(6) 2013 was provided along with the patient's date of birth. Part/lot for cement was provided. Doi: (B)(6) 2013 dor: (B)(6) 2016 ( left knee).

Manufacturer narrative:
Product complaint # (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.